Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed december 31, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with another manufacturer's device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.